Event description:
Soon after the placement of silicone breast implants in me on (B)(6) 2007, I started having multiple disabling symptoms and presented with life-threatened lupus like syndrome. The shell of the implants were porous which allowed gel-bleed/leakage to take place from day one. Also my toxicology report showed 17 elements or heavy metals extremely high. Had multiple complications like pericarditis of heart, autonomic neuropathy with cardiac hyper dynamic state, cerebritis of the brain, diverticulitis of the colon, interstitial cystitis of the urinary bladder, cellulitis of the eye from a life-threatening bacterial infection. Subcapsular cataract in both eyes, fatty liver gallstones, arthritis of multiple joints, eczema of the skin, carpal tunnel syndrome, cervical radiculopathy, damage to the acl and meniscus of the knee joints etc. These have destroyed my 25 year marriage as well as my career as an md/physician/neurologist. During my explanation surgery done on (B)(6) 2019, my surgeon had to open up the implant and the capsule while still inside my body due to the severe adhesion to the deep tissues including the ribs. At that time it was noted that the content of the implant was dark yellow in color and of thin oil inconsistency that could easily flow out. This confirms the fact that there was significant communication between the inside and outside of the implant from the very beginning or for the last 12 years. Also the chemical analysis showed very thick capsules and significant evidence of inflammation especially the left side which had an intracapsular rupture. Even now I am struggling with extreme tiredness, brain fog, diffuse body ache, severe bowel and bladder dysfunction especially with disabling bowel urgency, chronic on/off diarrhea, weight gain with truncal obesity, severe sun/ heat intolerance, recurrent skin lesions, significant hair loss, pain and swelling of multiple joints, disabling depression, anxiety and insomnia. FDA safety report ID # (B)(4).